Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving baclofen, morphine drug, and bupivacaine via an implantable pump for spinal pain indications for use. It was reported that the pump was still stalling and alarming for about 2 hours after leaving the magnetic resonance imaging (MRI). The healthcare provider (hcp) stated that the patient was sleeping and was comfortable, no symptoms. The technical service (ts) recommended periodically reinterrogating the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.